Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) was at the customer facility performing preventative maintenance when the biomed from the facility gave him a broken yellow level sensor. The fsr will order the part from terumo and will return to the facility for installation of new part. In the meantime, a red level sensor is in the yellow location because the facility only has yellow sensor configured.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the customer observed a broken yellow level sensor. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level sensor to a level detect module which was connected to a system 1 simulator and improper "disconnected" alarms occurred when connection to the sensor's head was physically manipulated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).